Event description:
It was reported by the customer that the seat is tipping forward. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual/functional inspection was performed by a stryker field service technician. It was identified that no component level defects were found with the unit and the issue could not be duplicated. This issue was resolved for the customer by testing functionality, and returning the unit to use.

Event description:
It was reported by the customer that the seat is tipping forward. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.